Manufacturer narrative:
System analysis/service repair: the reported issue: tue03 / ¿laser shutdown during surgery and smoke was noted¿. Were confirmed and determined to be the result of: a damaged trigger transformer, interface assembly board, power supply, capacitor and full interface assembly & low power was also noted and determined to be the result of the laser cavity. The components were replaced. The system was tested and verified to meet specification.

Event description:
It was reported that during a procedure, the "laser shut down during surgery and smoke was noted." The customer was able to complete the procedure using another stonelight laser console. Patient outcome: no injury to the patient was reported.